Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device, functional inspection was performed and showed the device was not keeping pressure. The root cause is determined to be a pump failure, the manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that during service evaluation the device was not able to generate and control negative pressure. No case involved